Event description:
Pt transferred from another facility on nitroglycerin drip and chest pain. Cardiac cath revealed severe 3 vessel disease. Urgent CABG recommended. Iabp inserted to bridge pt to CABG due to high requirements of nitroglycerin to keep pt pain free. At 9:00 am blood was noted in the line and the balloon was pulled without incident. Pt went to or at 1:30 pm.